Event description:
It was reported that the patient was charging the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred six months ago from the date the manufacturer became aware of the event.